Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on testing the device on (B)(4) 2011, electrode channels no. 7 and 8 were in status sc-a, and electrode channels no. 2 and 10 were in status hi. An accident or illness was not reported. The audiogram showed a 15 db hearing loss on 4 khz and 6khz.